Manufacturer narrative:
(B)(4). The customer reported that the unit failed to charge the batteries. There was no report of pt involvement. A philips field service engineer went to the customer site and verified the failure. The power led was not lit indicating that the unit would not power up on dc power. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and remains at the customer lab.

Event description:
The customer reported that the unit failed to charge the batteries. There was no report of pt involvement.